Manufacturer narrative:
This report is submitted on july 07, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to head trauma. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 29, 2022.